Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy in normal density tissue, the top slide of the device allegedly failed to prime at the seventh sample attempt and the device allegedly failed to obtain samples. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided prostate biopsy in normal density tissue, the top slide of the device allegedly failed to prime at the seventh sample attempt and the device allegedly failed to obtain samples. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the top slide self-activated. An x-ray showed that insufficient cannula tang engagement, and upon disassembly the left bumper was found overlapped by the stylet spring. Therefore, based on the top slide firing automatically, this investigation is confirmed for the identified cannula self-activation. Additionally the investigation is confirmed for the alleged priming issue based upon the incomplete cannula tang engagement and identified bumper issue. However, the investigation will remain inconclusive for the alleged sampling issue, as complete functional testing was not possible due to the identified failures. The overlapped left bumper is the most likely cause of the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.